Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the wake button was sticking. The cause of the alarm was unknown. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support educated customer on alarm and customer continued using the pump for insulin therapy.